Manufacturer narrative:
The suspect product is the aviva meter.

Event description:
Reporter alleged the blood glucose meter from the aviva system will display a verification of the time and date on the meter. The eval dept of the MFR determined the 1 (one), 5 (five), and 6 (six) segments are missing from the 100's digit position on the display screen. The location of the original allegation was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Aviva system: meter with a strip lot and expiration date not provided.